Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away in (B)(6) of this year (2015). No further details were provided. The spouse of the customer was contacted but they stated that they did not have time at the moment and would call back probably tomorrow, on (B)(6) 2015, to provide details. The insulin pump information has not been verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.